Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2009. According to the complainant, while removing the device from the package, the forceps jaw was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).